Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Surgeon reported "treated w abx but ultimately the pins had to be removed (we tried to suppress for a few weeks). Patient kept getting purulence from the wound." Removed the device ater "4 weeks or so" prior to completion of case.